Event description:
The consumer reported that the patient was ¿in the hospital for one week¿ after the device was implanted. Within two months of implant, the system was removed due to lead erosion through the stomach wall. It was unknown whether or not the device ruptured the skin. Cause and patient outcome was unknown. The patient was implanted for gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review indicated the patient was an in-patient for two months post-implant.

Manufacturer narrative:
Concomitant medical devices: product ID: 4351, serial# (B)(4), implanted: (B)(6) 2013, product type: lead, product ID: 4351, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).